Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
After the lengthening procedure, the surgeon approved partial weight-bearing at 25% of the patient¿s body weight. The distal part of the nail showed deterioration, the femur rotated, and bone consolidation had not occurred. A corrective surgery to address the rotation is planned for (B)(6) 2025.